Manufacturer narrative:
Analysis of the returned precision implantable pulse generator (ipg) revealed the device was able to be fully charged in one, four-hour cycle, passed all tests and visual inspection. However, review of the data logs revealed the charge current was low after the ipg had rotated resulting in difficulties charging above 3.5 v, additionally the thermistor value was not above normal. A labeling review of the instructions for use (IFU) indicates over time the ipg may move from its original position, system failure can occur at any time due to random failures of the components or the battery are known inherent risks of implanting a pulse generator. The engineers have concluded the reported event of the patient experiencing pain while charging is a known inherent risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).

Event description:
It was reported that the patient experienced pain while charging their spinal cord stimulation (scs) implantable pulse generator (ipg) device. The physician noted that the ipg rotated with the ipg header sitting up above the right buttock fat layer. The patient underwent a procedure where the ipg was replaced and repositioned on her left upper chest area. The patient did well post operatively.

Event description:
It was reported that the patient experienced pain while charging their spinal cord stimulation (scs) implantable pulse generator (ipg) device. The physician noted that the ipg rotated with the ipg header sitting up above the right buttock fat layer. The patient underwent a procedure where the ipg was replaced and repositioned on her left upper chest area. The patient did well post operatively.